Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify low battery alarm due to blank display.

Event description:
The customer reported via phone call that their insulin pump had low battery alarm less than 1 week. The patient¿s blood glucose level was 150 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.